Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received preventative maintenance testing. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a false upstream occlusion alarm. Service evaluation verified this condition as the ultrasonic sensor calibration values were out of specifications. The cause was identified to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed the upstream occlusion message. There was no patient involvement. No additional information is available.